Manufacturer narrative:
(B)(4).the product used is unknown and therefore, the 510(k) entry is left blank.as the patient discarded supplies after each therapy, the sample was not requested.

Event description:
This is a report from (B)(6) of a homechoice patient (hp) whose health professional stated that on an unknown date in june, the patient's peritoneal dialysis catheter was placed again since the patient experienced peritonitis sometime in the past. Additional information concerning this case is unknown. The cause of the peritonitis is unknown.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.